Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had had high blood glucose levels. The customer blood glucose was 600 mg/dl. It was reported that the insulin pump was working to give bolus. The customer was treated with blous. It was unknown whether the customer was using automode or no. The insulin pump will not be returned for analysis.